Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) feels jumping from waist to knee. Boston scientific technical services (ts) and physician both confirm that it means the device was working normally. Additional information received indicated that the patient experienced palpitations two days after the device was implanted and went to the emergency room (ER). The device was then checked, and the patient was having diaphragmatic stimulation. A few days later, the patient was having the same problems, the device was checked, and the left ventricular (lv) lead was turned off. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.